Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device and cleared (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility, the suction and auxiliary channel of the subject device tested positive for following bacteria. Suction channel:pseudomonas aeruginosa (>100 cfu/100 ml), enterobacter (>100 cfu/100 ml). Auxiliary channel: unspecified bacteria (3 cfu/100 ml). The result of the culturing test indicated no microbial growth for the air channel. The subject device had been reprocessed using a non-olympus automated endoscope reprocessor (wassenburg wd440) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".